Event description:
A malfunction on the pump was reported by the caller. The impact on the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse effects. The customer received assistance from technical support to reset the pump and was informed to monitor for any recurring malfunction codes, with instructions to reach out for further support if necessary.